Event description:
The current case was escalated as a customer alleged generating discrepant- hiv results when using a cobas® mpx test kit. The sample was repeated twice (once from a second edta tube and once from the plasma bag) and both times were tested negative. Original test: (B)(6) 2024: sample ID: (B)(6) batch 932 on sn (B)(6): reactive for hiv with a CT of 40.02. Retest with the same sample: (B)(6) 2024: batch 934 on sn (B)(6) generated a nonreactive for hiv. Retest from plasma bag: (B)(6) 2024: batch 934 on sn (B)(6) generated a nonreactive for hiv.

Manufacturer narrative:
The reported event occurred on a cobas 6800 analyzer (serial number: (B)(6)). The investigation determined that the cobas® mpx test kit performed within specifications. A review of the provided data indicated that the initial reactive result for hiv was associated with a sample containing a low viral load near or at the limit of detection of the assay. This was supported by the presence of a late cycle threshold (CT) value and a sigmoidal growth curve, which are indicative of very late amplification. Retesting of the sample material and plasma bag produced nonreactive results, and serology testing was negative. The investigation concluded that the discrepant results were due to a sample-specific issue and not a product malfunction. The device remains in operation at the customer site.